Manufacturer narrative:
Description of event or problem, device identification, device manufacture date: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported events could not be conclusively established through this evaluation. The account submitted a log file for review. Analysis of the submitted log file revealed the pump remained above the low-speed limit, there were no atypical alarm, and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assists system. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that stated no equipment was exchanged. The date of the event and admission was (B)(6)2019, there was no device related cause for the hemolysis/ldh. An echocardiogram was completed but was difficult to study. The patient was given IV heparin and IV fluid. The patient was readmitted with prostate cancer causing bilateral uteral obstruction.

Manufacturer narrative:
Approximate age of device - 5 years 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had an ldh of 1200 and dark urine in the morning over the week leading up to the visit. No changes in power/flow. Review of the log file by the manufacturers technical services representative showed no notable alarm conditions or parameter changes. Pump power and pi remained at baseline for the majority of the log file.